Event description:
A pump declared an alarm during operation, but there was no adverse impact on the customer's blood glucose level. The customer had previously experienced similar issues with this pump model. Technical support decided to replace the pump since it was still under warranty. The customer was instructed to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. They were also advised to put the pump into storage mode before sending it back with the pre-paid label provided.